Event description:
It was reported that, during an endometriosis procedure, while cleaning, the tip fell off. There was no adverse patient consequence.

Manufacturer narrative:
Unavailable at this time.